Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify alarm due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Event description:
The customer reported via phone call the insulin pump alarmed a motor position encoder error. The customer¿s blood glucose level was unknown. The customer stated that the drive support cap was normal. The insulin pump will be returned for analysis.